Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 362 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product will be returned for evaluation.